Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pump alarmed "channel disconnected". The nurse stated that the "channel disconnected" is consistent with inter-unit interface (iui) connector issue. The customer reported that it is unknown whether there was patient harm.